Event description:
The customer reported the power supply is not charging the battery or powering up the unit correctly. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the power supply is not charging the battery or powering up the unit correctly. There was no patient involvement. The unit was evaluated by a philips field service engineer. The issue was resolved by replacing the power supply and power pca. The unit passed all post service testing and remains at the customer site.